Manufacturer narrative:
(B)(4).

Event description:
It was reported review of a merlin transmission revealed atrial pacing resulting in intermittent undersensing of true ventricular events. The physician suspected a possible slow ventricular tachycardia. The patient was noted as being pacemaker dependent with complete heart block. The recommended programming changes were made and the issue was resolved. No further information is available.